Event description:
Devilbiss healthcare was notified of an incident involving a seven-year-old concentrator by a provider who stated that the concentrator had evidence of melting to the filter, filter door and surrounding area. There was no report or evidence of illness, serious injury or medical treatment associated with the complaint. Based on the assessment of the returned device, the thermal damage was not caused by a system induced failure, and the thermal event was limited to the compressor box, rear cover, intake filter door and intake filter. The root cause of the thermal event cannot be determined with certainty with the information and evidence provided. The fan was found to be inoperable with root cause analysis of the fan revealing that the impeller assembly was not properly connected to the fan motor due to a bearing failure. Based on single fault design verification testing conducted to simulate a fan failure, thermal damage is not expected to occur when operating the unit within the acceptable temperature limits of the product. Prior investigation of root causes for this warping issue has determined that the conditions necessary to create this type of thermal event are outside the acceptable operating and storage conditions for this device, such as the unit's intake or vents being occluded, or the unit being operated in an unventilated space. Continual operation of the unit outside of acceptable operating conditions is likely the cause of the thermal event. Since the alarm system was functioning properly and numerous high gas temperature errors were logged, the user would have been alerted to the high temperature failure mode and low oxygen fault condition.